Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on (B)(4) 2020: distal cap - fixed type failed epoxy seal integrity inspection, bending rubber pinhole, distal tip annual maintenance, failed dry leak test, eto vent valve loose inner shaft, failed wet leak test, distal cap/ case cracked, air/ water socket cylinder o-ring chipped, operation channel- primary mild resistance, bending rubber leak at middle section, fluid invasion not observed in control body, fluid invasion not observed in pve connector, suction tube mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with necessary parts, and returned to the user upon completion. The video duodenoscope is pending repair or final qc approval as of (B)(4) 2020.